Manufacturer narrative:
MDR 1219913-2016-00276 was filed on (B)(6) 2017 reporting a false high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was repeated on another advia centaur xp and the result was negative. On (B)(6) 2017 - additional information. While the exact root cause of the falsely elevated sample cannot be determined, an instrument issue cannot be ruled out. The field service engineer changed the pmt, and water filter, and performed maintenance. No issues have been observed since. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the pmt assembly, the pcb assembly and the water filter. No other discordant samples were reported. The cause for the discordant advia centaur xp tni-ultra results is unknown. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was repeated on another advia centaur xp and the result was negative. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.